Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a normal device check. Upon interrogation, the right ventricular lead exhibited noise. High ventricular rates were seen in egms which showed the lead noise. There were no other electrical anomalies. The patient would be monitored.